Event description:
Customer reported overinfusion of this 6060 pump during biomed testing. Pump was programmed in the continuous mode, 40 ml over a period of 1 hour. Bag infused into a 50ml graduated cylinder. Pump failed the two accuracy tests that were performed. No pt involvement has been reported at this time.

Manufacturer narrative:
Device has been requested for eval.